Event description:
During a hemilaminectomy of l2-l3, the tip of the leskell rongeur snapped and was lost in the wound. There was an immediate gush of csf and it was though that this represents the breakage of the tip with entry into the dura. In addition, with manipulation, the rongeur tip kept on sliding inferiorly and at one point the tip was completely lost in the inferior extend of the dural incision. The hemilaminectomy was extended to include the l4. This has resulted in partial hemiparesis to the pt and unnecessary hemilaminectomy of l3-l4. Hosp did not contact a representative of aesculap to report the incident. Aesculap was notified through the plaintiff's attorney regarding the incident.